Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective stimulation from the scs system. Reportedly patient turned off stimulation. As a result, surgical intervention was undertaken to have the scs system explanted and replaced with a competitor system. Date of the surgery is unknown at this time.